Event description:
The customer reported the ventilator stops ventilating. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
No evaluation data was provided to philips.